Manufacturer narrative:
Age/date of birth: unknown/not provided. Date of event: unknown/not provided. Brand name: complete brand name is unknown, as the serial number was not provided. Only symfony provided. Model number: unknown, as the serial number was not provided. Catalog number: unknown, as the serial number was not provided. Expiration date: unknown, as the serial number was not provided. Serial number: unknown, as information was not provided. UDI number: unknown, as the serial number was not provided. If explanted; give date: not applicable, at the time of this report there is no indication the lens has been explanted. The device was not returned for analysis. At the time of this report the lens remains implanted, and the serial number for this device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Device manufacture date: unknown, as the serial number was not provided. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient was incredibly bothered by night starbursts at night and wants the symfony intraocular lens (iol) exchanged for a monofocal lens in the right eye. The patient is currently 20/20 distance and intermediate. The patient tried an alphagan trial, but is miserable. Explant was scheduled for (B)(6) 2020. No additional information was provided to johnson & johnson surgical vision.

Manufacturer narrative:
Additional info: through follow-up it was learned that there was no unplanned sutures or vitrectomy required. The patient is doing well post-operative. The following information was provided, product information, along with the patient's date of birth, explant date, and date of event. The following sections have been updated accordingly: section a2: age/date of birth: (B)(6) 2019. Section b3: date of event: (B)(6) 2019. Section d1: brand name: tecnis symfony toric. Section d4: model number: zxt375. Section d4: catalog number: zxt375u115. Section d4: expiration date: 11/14/2021. Section d4: serial number: (B)(6). Section d4: UDI number: (B)(4). Section d7: if explanted: (B)(6) 2020. Section h4: device manufacture date: 11/14/2016. Device evaluation: visual inspection with the unaided eye revealed viscoelastic residue on the optic body and haptics, and that the lens was received cut in half, which is consistent with a lens that was handled during explant. Additionally, fibers were observed on the lens, which can be attributed to receiving the lens stuck to swabs. Based on the return condition of the lens no product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency was identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no other complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.